Event description:
It was reported that the customer's blood glucose level was 30 mg/dl. The paramedics went to her house on (B)(6) 2015 as a result of her low blood glucose level. The customer was given IV fluids. Previously, her blood glucose was showing at 186 mg/dl but in reality her blood glucose level was around 50 mg/dl. The customer would like her insulin pump to be louder. The customer believed she over corrected and that was why her blood glucose level was low. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.